Event description:
The customer reported that the system would not boot up. There was no fluoro and the max technique video was out.

Manufacturer narrative:
The ge service rep removed and replaced the interconnect cable assembly tested for correct operation. The unit operates as intended.